Event description:
The comsumer just finished dialysis an was being transferred from the table to their wheelchair when the loop came off the hanger, causing the consumer to fall and fracture their right femur.